Event description:
The physician attempted to implant a resolute integrity otw drug eluting stent in the rca which was reported to be highly calcified,with the mid and distal of the vessel exhibiting 70% and 99% stenosis respectively. After initial pre-dilatation and unsuccessful attempts to deliver the resolute integrity stent to the distal lesion, the mid and distal lesions were both pre-dilated and also an additional extra support wire was positioned in the vessel. However it was not possible to successfully delivery the stent across the distal lesion and resistance was experienced during withdrawal of the stent delivery system. The stent dislodged between the distal and mid rca lesions. The stent was still on the wire and difficulties were experienced during removal and the stent dislodged into the vessel. The patient was sent to surgery to remove the stent due to the risk of stent thrombosis arising from the stent dislodgement. Patient is reported to be fine and released from hospital.

Manufacturer narrative:
Results: inherent risk of procedure - failure to deliver stent and dislodgement, patient condition affected effectiveness of the device - vessel morphology impacted on the stent delivery and dislodgement. Conclusion: device failure/lack of effectiveness related to patient condition device - vessel morphology impacted on the stent delivery and dislodgement. (B)(4).